Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm small grasping retractor instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable near the clamping pulley at proximal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-10-c as previously listed in section h9. Correction annex codes : annex code a was updated to a0414, annex code g was updated to g04121.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the small grasping retractor had a jaw breakage at the wrist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue involved an instrument with broken or damaged wires at the wrist and misaligned jaws, but no fragments fell from the tips. There was no opposite or uncontrolled motion, and the instrument did not remain static. No material was missing or detached from the portion entering the patient¿s body, and no fragments fell into the patient¿s anatomy. There were no difficulties removing the instrument through the cannula. The procedure was completed using a backup instrument. Photographic images or a video recording are available for isi review; however, no photos or videos were attached to the email response. The instrument is available for return and evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.